Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician requested a ik 10cm roii sheath however a 6cm roii sheath was opened and inadvertently utilized. Due to the shorter sheath length the sheath came out of the artery and a surgical cut-down was required to close the vessel. The physician stated that the packaging contains small writing making it difficult for the staff to see what product they are opening. The patient was reported to be in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on november 20, 2018. The blood loss was reported to be unknown, however, a blood transfusion was required. The procedure was completed successfully.